Event description:
Reference number (B)(4). Event occurred in the united states. On 10th sep 2024, it was reported that the infusion set cannula was kinked leading to high bg (525mg/dl). The infusion set was in use for 3 or more hours after insertion. The location of site was abdomen..high bg was addressed using correction bolus via pump. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.